Event description:
Reportedly thirty days post-op, the surgeon performed an exploratory laparoscopy and found the suture had dissolved. Surgeon had to resuture the patient for an incisional hernia. The hospital has reported the patient's status is satisfactory.